Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to complete consult. Technical services (ts) was consulted and advised on troubleshooting options. No adverse patient effects were reported. This device remains in service.